Manufacturer narrative:
Product event summary: at analysis it was determined that the printed circuit board was out of specification in an electrical manner and required calibration.

Event description:
The external pulse generator was returned in accordance with instructions affiliated with a corrective field action and for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.